Event description:
Related to MFR report # 2183959-2012-02063. On an unknown date, an ams sparc sling was implanted in the plaintiff. It was alleged by the plaintiff's attorney that the "plaintiff has suffered serious bodily injury, mental and physical pain and suffering" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.